Manufacturer narrative:
(B)(4). Date sent: 11/17/2022. Additional information was obtained: ·there was a possibility that the broken pieces fell into the patient when the jaws were damaged. ·during total laparoscopic hysterectomy, the jaws were damaged when the device was used on uterine artery.

Manufacturer narrative:
(B)(4). Batch #: v95z4r. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the device was received with the upper jaw broken at the closure slot. The broken pieces were not returned with the device. The device was connected to the generator and it was recognized. Because the jaw was damaged not all functional testing could be performed with the generator. The jaws could not close fully. A manufacturing record evaluation was performed for the finished device lot/batch number, and no non-conformances related to the reported complaint condition were identified. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event.

Event description:
It was reported that, during a laparoscopic myomectomy, the jaws was broken and became not to open/close. No pieces fell into the patient. Gen11 was used. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 12/15/2022. Additional information was requested and the following was obtained: why does the surgeon now believe that it is likely that the fragment has been left in the patient (implanted)? : x-ray examination was conducted in (B)(6) and the fragment was not identified. As a result, the surgeon does not believe the fragment has been left in the patient, but he is going to consult to radiologist if CT is better or not to confirm the fragment. We don't still hear the CT is done or not. Have there been any scans to confirm that the piece was implanted?: x-ray examination was done, but the fragment was not indentified. Has the location of the piece been identified? :unknown. Does the surgeon have any plans to have an additional surgical procedure for removal of the fragment?: the surgeon consider CT. Was a CT completed for the patient? :on (B)(6), the surgeon decided not to do CT.the surgeon explained to the patiant and family that there was no finding of broken piece by x-ray examination though the device was broken and had a missing piece. The patient and family understood the result. During out patient follow-up, the surgeon decide if x-ray examinatin conduct again or not depend on the patient's condition and request. If yes, what were the results? :na. What is the patient's current status? :the patient was discharged and continue follow-up as usual. H1, h6 health effect - clinical code. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable.